Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. However, the photographs were reviewed and revealed that a guide pin sleeve with a guide pin positioned inside the screw hole of the nail. However, through this inspection it can not be confirmed the correct alignment. The nail has damage more than likely from the surgical procedure. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for intramedullary nail system reveals in the preoperative planning that proper reduction of fractures and proper placement of implants are necessary to effectively treat patients using metallic surgical implants. Also according to the surgical technique for trigen meta-tan the targeting accuracy should be verified, for the integrated screw mode the drill guide drop should be attach to the drill guide to verify targeting accuracy, then insert the lag screw drill sleeve into the drill guide drop and pass the lag screw drill through the lag screw drill sleeve and nail. An incorrectly attached nail will not target. With targeting accuracy confirmed, remove the drop and any drill sleeves. It is important to do not definitively seat the nail until femoral neck anteversion has been determined. Further insertion of the nail may be required to adequately seat the implant. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include surgical technique used or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during an internal fixation, one (1) meta-tan 11.5mm x 42cm right was inserted in the usual matter, however after removing the jig, it was discovered that the integrated screw had missed, anterior to the nail. It was advised that it was a complicated case. Note that the jig was aligned prior to and once again after the case. The procedure was resumed, after a non-significant delay, with a competitor product. No further information available at the moment.

Manufacturer narrative:
H10: internal complaint reference: (B)(4) .